Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer experienced hypoglycemia with a blood glucose value of 66mg/dl. Customer received 'motor processor did not ack a command from delivery manager in reasonable time' alarm (pump error 81) and 'the hrm task did not grant motor power in reasonable time' alarm (pump error 82). Customer stated that pump was exposed to a airport scanner and pump labels/serial numbers were also worn out. Pump had a short battery life and customer received 'replace battery' alarm frequently. Customer was treated with food and no further patient complications were reported. Trouble shooting was performed in which customer was able to clear the alarms and rewind pump; pump passed displacement test and self test. Advised customer to replace pump. The customer will discontinue to use the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 alarm, pump error 81 alarm, failed battery test, unexpected battery alarms, and unexpected motor alarms or anomalies noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 and pump error 81 were found in the history file on 27-jun-2023 at 19:18:05.00 simultaneously due to a corruption of the melody pattern causing the power requested to the motor during a period of 500ms. No unexpected battery alarms or unexpected failed battery alerts were found in the history files or traces on or near the event date. No unexpected motor errors and anomalies were found in the history files on or near the event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump delivered 14.85 u of bolus on 27-jun-2023. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1 and pcba 2. Motor was tested outside of the device on the stb3 station and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact damaged, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case - corner of belt clip rails, cracked case (battery tube), label damage (faded, peeling). Unable to confirm pump error 82 for software anomaly due to insufficient data in the detail trace file on 28-jun-2023 at 11:08:05.00, problem isolated to the electronic assemblies. Pump error 81 was confirmed in the history files due to software error anomaly. Possible over delivery was not confirmed during testing or in the history files. Pump passed full drive test. Failed battery test not confirmed during testing. Unexpected battery power loss not confirmed during testing. Charge/battery lasts less than expected not confirmed during testing or in the history files. Unspecified cosmetic damage confirmed during analysis. Unable to confirm exposure to magnetic fields. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.